Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9810. Model: 101-9810. Serial: n/a. Batch: 29360264. The returned device was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed, and actuator shaft and spindle found to be outside of the main body as well as severe abrasion on the mating surface of the actuator.. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review was performed, and it did not reveal any anomalies as it states to not force deployment or implant breakage or damage to bony structures may result. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap of two implant devices broke. It was noted that the physician suspected osteophytes was present, and the the device was properly connected to the inserter. The procedure was completed with a new device and the patient is doing well post-operatively. This is the report for the second device.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap of two implant devices broke. It was noted that the physician suspected osteophytes was present, and the device was properly connected to the inserter. The procedure was completed with a new device and the patient is doing well post-operatively. This is the report for the second device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9810. Model: 101-9810. Serial: n/a.. Batch: 29360264.